Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the pump appears to have been functioning as intended. All expected alerts and alarms were triggered appropriately as programmed. There is no evidence that the pump experienced any malfunctions or failures. The volume of insulin being pumped out of the pump is appropriate to the insulin requests. The pump supplies were changed and the infusion set tubing was filled at 10:30 pm on (B)(6)2019. The continuous glucose monitor (cgm) data following the infusion set change rises and remains high. This suggests that an error may have occurred during this infusion set change which affected insulin delivery to the body. It appears that after this last infusion set change, the insulin being pumped out of the pump was not appropriately entering the patient¿s body, thus was not bringing blood glucose values down. The most likely root cause is that patient made an error connecting the new infusion set to the body and thus, patient was not receiving insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Per customer's healthcare provider (hcp), the customer's body was discovered in her apartment. Earlier on the day when body was discovered, the customer had seen the diabetic specialist and blood sugar was reportedly "decent". Autopsy is still in progress and cause of death is unknown.